Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device br 16 005 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. (B)(4).

Event description:
It has been reported that during a surgery, a software crash has been detected. A surgery delay has been reported between 30 minutes and 1 hour.